Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Sensor state 5 with event logs 3 and 4 are an indication of normal termination of the sensor without any error. Visual inspection has been performed on the sensor plug assembly; no failure modes were observed. Sim vivo testing (simulation of the electrical signal produced by the sensor tail) and poise voltage testing were performed and all results were within specification. No malfunction or product deficiency was identified. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release to distribution. D4 updated UDI, sn, manufacturing and expiration date. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A sensor error message and no alarms were reported with the abbott diabetes care (adc) device in use with samsung galaxy s22 android operating system version 14, app version 2.12.0.11314. The customer was unable to obtain glucose readings and as a result, the customer experienced weakness, shaking hands, sweating and was unable to self-treat, requiring third-party administration of candy for treatment. There was no report of death or permanent impairment associated with this event.

Event description:
A sensor error message and no alarms were reported with the abbott diabetes care (adc) device in use with samsung galaxy s22 android operating system version 14. The customer was unable to obtain glucose readings and as a result, the customer experienced weakness, shaking hands, sweating and was unable to self-treat, requiring third-party administration of candy for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Software: an investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The customer experienced scan error and missing high/low glucose alarms with the freestyle librelink application. Adc attempted to replicate the reported issue using similar configuration of samsung galaxy s22 android 14, 2.12.0.11314. The reported issue was unable to be replicated, and the system functioned as intended. There were no issues identified with the fs librelink app during replication that would have led to the reported issue. Therefore, this issue is not confirmed. The most probable root causes associated with this failure mode are software/data corruption or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted. Section d. Suspected medical device and g4 - PMA/510(k)# has been populated for the freestyle librelink android application as this report concerns a poland customer. This is same/similar to us freestyle libre 2 android application, model number 71857-01.